Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined an interaction with the calcified anatomy contributed to the resistance during advancement. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures; however a conclusive cause was unable to be determined for the patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with angina and the procedure was to treat a de novo lesion in the moderately tortuous, mildly calcified, 95% stenosed mid posterior descending coronary artery. A 2.75 x 15 mm xience xpedition stent delivery system (sds) was selected for the procedure. The sds was advanced with some resistance felt to the lesion and crossed. Following deployment of the stent implant a dissection was observed. Another 2.75 x 15 mm xience xpedition stent implant was used to successfully cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.